Event description:
It was reported to boston scientific corporation on september 30, 2021, that an ultraflex tracheobronchial covered distal release stent was implanted to treat a 2.6 cm endotracheal tumor due to lung cancer during a trachea tumor partial resection by rigid bronchoscopy and tracheal stent insertion after cryotherapy for hemostasis procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. On (B)(6) 2021, during a scheduled stent removal procedure, stent overgrowth was noted and the stent posterior wire was ruptured. Endoscopic intervention was performed and the stent was removed from the patient with forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was removed on (B)(6) 2021. Per ultraflex tracheobronchial stent system directions for use (dfu), "the stent is not intended to be removed once it is properly positioned. However, if it becomes necessary to remove the stent immediately post-deployment, the stent may be removed using forceps with teeth or retrieval snare."

Manufacturer narrative:
Block e1: the name of the second physician is (B)(6) dr. Block h6: medical device problem code a0401 captures the reportable event of stent break. Medical device problem code a22 captures the reportable event of stent overgrowth. Impact code f2301 captures the removal of the stent using forceps. Block h10: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found a piece of stent wire detached from the device. The stent was returned severely damaged; some sections of the stent were missing. Microscopic inspection was performed and observed evidence of cutting in the stent wires and stent cover. Photos of the device were provided and a media review noted that some stent wires were broken and observed overgrowth of the tissue around the stent. No other issues were noted to the device. The reported event of stent break and stent overgrowth were confirmed via visual and media inspection. A labelling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use)/ product label as the stent was removed from the patient. "The ultraflex tracheobronchial stent systems are permanently implanted expandable metal stents", additionally IFU mentions "warning: the stent is not intended to be removed once it is properly positioned. However, if it becomes necessary to remove the stent immediately post-deployment, the stent may be removed using forceps with teeth or a retrieval snare." Additionally, the reported events of "stent fracture and stent occlusion due to tumor overgrowth of stent ends" were noted within the instructions for use (IFU) as a known potential adverse event related to the use of the device. The reported events of stent break and stent overgrowth are known and documented in the labeling; therefore, the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: blocks b1, b2 b5, d4 (model number), h1 and h6 (impact code and device code) have been corrected.

Manufacturer narrative:
The name of the second physician is dr. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 30, 2021, that an ultraflex tracheobronchial covered distal release stent was implanted to treat a 2.6 cm endotracheal tumor due to lung cancer during a trachea tumor partial resection by rigid bronchoscopy and tracheal stent insertion after cryotherapy for hemostasis procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. On (B)(6) 2021, during a scheduled stent removal procedure, stent overgrowth was noted and the stent posterior wire was ruptured. Endoscopic intervention was performed and the stent was removed from the patient with forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.